Manufacturer narrative:
(B)(4).

Event description:
Info was received via maude event report. It was reported the interventional radiologist was attempting to declot dialysis graft. They used the arrow trerotola ptd once through the graft and removed a clot. After he put the ptd back in the graft under fluoroscopy, he had angiography radiology tech open and run the device. The ptd was not running, so he had a tech close the device and he tried pulling it back. The device would not go forwards or backwards. The pt was then transferred to surgery for removal of the catheter which was described as "fractured". The pt was discharged after a successful surgery and recovery.